Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the catheter flush administered per IFU during the procedure. There was no issues during navigation of the microcatheters. There was no damage to the catheters. The solitaire pushwire was a little kinked. The damage was in the distal location. The tip of the solitaire sheath was secured into the hub of the microcatheter.

Event description:
Medtronic received a report that during the delivery of the solitaire fr stent, resistance was encountered in the middle of the non-medtronic microcatheters. The patient was undergoing surgery for treatment of an ischemic stroke in the terminal internal carotid artery. It was noted the patient's vessel tortuosity was minimal and the patient's medical history includes hypertension level 2. The patient's baseline modified rankin score (mrs) was 4 and was 3 post-procedures. The national institutes of health stroke scale (nihss) score improved, decreasing from baseline score of 15 to 4 post-procedure. The thrombolysis in cerebral infarction (tici) score also improved from 0 at baseline to 3 post-procedures. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated in this case. The procedure involved two passes with the device. The stroke onset to reperfusion time was 4 hours. It was reported that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). An emergency thrombectomy was being performed on a patient with an acute large artery occlusion, with the lesion located in the internal carotid artery. After a microguidewire and microcatheter were used to establish a pathway, the microcatheter was used to perform proximal and distal angiography to determine the proximal and distal positions of the thrombectomy and prepare for the delivery of the thrombectomy stent. The surgeon reported that the selected sfr-6-30 stent could not be delivered using a non-medtronic microcatheter so it was replaced with the another non-medtronic microcatheter, however, the stent still could not be delivered through it, despite pushing twice. The resistance was reported to be in the middle of the catheter during the delivery attempt in the vessel that was noted as not tortuous. The stent was replaced with an sfr-4-20 thrombectomy stent, which was successfully delivered and deployed. After a five-minute delay, the react-71 microcatheter was pushed to advance, and through a combination of pulling and withdrawing, the thrombectomy was successfully completed. No patient symptoms or complications were associated with this event. Ancillary devices include: non-medtronic "tjwy" and "choydar" microcatheters, react-71 aspiration catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the microcatheters were taijieweiye tjmc16plus microcatheter, and changyida medical mc-027-155 microcatheter.

Manufacturer narrative:
Product analysis as found condition: the solitaire fr 6-30 stent device was returned for analysis, still inside its introducer sheath, within a sealed biohazard bag and a shipping box. The non-medtronic (taijie qiang yi da) catheters were not returned. Additionally, the sizes of the catheters were not reported. Damaged location details: the solitaire fr 6-30 stent¿s finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The introducer sheath was in good condition. The stent¿s working length was in good condition, while the non-working length struts were damaged at the teardrop strut. The glue domes outside the proximal marker were found to be damaged. The marker coil was kinked at 5.5cm to 6.0cm from the distal tip. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the non-working length struts, marker coil, and glue domes were found to be damaged on the returned solitaire fr 6-30 stent device. The damage likely occurred when the customer attempted to deliver the solitaire fr 6-30 stent device through non-medtronic (taijie qiang yi da) catheters, against resistance. Possible causes include vessel tortuosity, an incompatible or damaged catheter, the user not maintaining the correct flush rate, or a lack of continuous saline or heparinized saline flush during the delivery process. In this event, the customer stated that the vessel's tortuosity was minimal, ruling out vessel tortuosity as a potential cause. It was also noted that a catheter flush was administered; however, it was not specified if it was a continuous saline flush. Therefore, we cannot rule out a lack of continuous saline or heparinized saline flush during the delivery process as a potential cause. Thus, an incompatible or damaged catheter, the user not maintaining the correct flush rate, or a lack of continuous saline or heparinized saline flush during the delivery process could have contributed to the resistance complaint. Since the reported non-medtronic (taijie qiang yi da) catheters were not returned, and the sizes were not reported, any contribution to the resistance issue could not be determined. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.